Event description:
Info received indicates poor heat exchange occurred during device use. The unit was not changed out by the hcp during the case. Bypass was stopped prior to full pt re-warming. Total time noted to rewarm the pt was 108 minutes.